Event description:
The customer reproted that while transporting a pt, the unit displayed a "low vaccuum" alarm message. The pt was switched to another unit and therapy was continued. No pt injury was reported.